Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan customer service on apr 13, 2009 alleging that her onetouch ultrasmart meter started to display an error message about 1.5 months ago. The pt was unable to specify the exact error message. As a result of the error message, the pt threw the meter away and was unable to test her blood glucose. She claimed 2 days after the error message began she became weak and dizzy. On an unspecified date/time, the pt contacted the emergency medical services (ems). The pt was taken to the hosp and was treated with oral glucose. She indicated that her blood glucose was tested on the ems meter but no results were provided. According to the troubleshooting performed with customer service, the reported issue was not resolved. Although the pt's symptoms do not meet the criteria for a serious injury, this complaint is being reported because the pt received medical intervention (oral glucose from a health care professional) after the error message occurred. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.